Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient had congenital heart disease and was receiving extracorporeal membrane oxygenation (ECMO) support. Physicians attempted to insert an impella 5.5 device; however, due to vessel size and calcification, the device could not be advanced. This was classified as a non-delivery event attributable to the patient¿s known anatomy. Subsequently, an impella cp device was successfully placed. While on impella cp support, the patient experienced a hypotensive episode during continuous renal replacement therapy (crrt). The hypotension was associated with excessive fluid removal and resolved after intervention. The patient¿s condition continued to deteriorate, with severe biventricular failure noted. The family elected to withdraw care, and the patient expired. Device involvement and reporting: impella 5.5: non-delivery event due to anatomical limitations. Impella cp: hypotensive episode conservatively reported as device-associated, though root cause was excessive fluid removal during crrt. Patient death conservatively reported while on device support; however, the device is unlikely to have contributed to the outcome, which was attributed to the patient¿s underlying condition. Conclusion: the events were reported in accordance with regulatory requirements. No device malfunction was identified. The inability to insert impella 5.5 was due to patient anatomy, and subsequent complications were related to clinical management and disease progression rather than device performance. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, unable to deliver or advance (delivery issue), the cause of the deliver issue was determined to be patient condition as the patient had innominate and calcified vessel preventing successful delivery of impella. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿.

Event description:
The complainant reported that there was a delivery issue during impella 5.5 implant. The doctor was unable to pass the innominate artery as the vessel was calcified. The decision was made to explant and attempt impella cp insertion.